Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the right ventricular (rv) lead exhibited placement difficulties as it was defective, due to failure to retract after multiple twists. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.